Event description:
During surgical procedure, noted that light glove was torn. Surgeon and assistant re-gloved. At end of procedure, packaging from torn light glove and replacement light glove were in trash. Not sure which package belongs to the torn light glove. Operative wound was irrigated.